Event description:
The patient reported that the pump rebooted itself 15 times in a couple hours. The patient identified the issue when she saw the "verify" screen on the pump. The patient reported that there was no trauma to the pump and the pump was not exposed to water. The patient confirmed that her blood glucose remained within target.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump black box did not indicate any power events from (B)(6) 2011 to the end of pump use on (B)(6) 2011. A 29 hour flow accuracy test was performed without interruptions and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.